Event description:
Boston scientific received information that during a routine in-clinic follow up, this right atrial lead exhibited r-wave and t-wave oversensing. Additionally, the patient experienced pacemaker syndrome with ddd programming. The device was programmed ddi and the patient was scheduled for a lead revision. An invasive procedure was performed approximately seven days later. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.